Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After a percutaneous transluminal angioplasty (pta) procedure, a mynx vascular closure device, it was reported that the balloon was pulled out. There was no patient injury. The device user has used the mynx vcd before. A competitor's guiding catheter was used. The procedure use a retrograde approach. The mynx vcd was prepared according to instruction for use (IFU) instructions. The vessel diameter was verified to be greater than 5 mm in diameter. The stick location was normal. There was presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. There vessel tortuosity was moderate. Femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient was not hospitalized as a result of the event. The device is available for analysis. No other information was provided.

Manufacturer narrative:
After a percutaneous transluminal angioplasty (pta) procedure, a 5f mynxgrip vascular closure device (vcd), it was reported that the balloon was pulled out. There was no patient injury. The device user has used the mynx vcd before. A competitor's guiding catheter was used. The procedure use a retrograde approach. The mynx vcd was prepared according to instruction for use (IFU) instructions. The vessel diameter was verified to be greater than 5 mm in diameter. The stick location was normal. There was presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. There vessel tortuosity was moderate. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient was not hospitalized as a result of the event. The device is not available for analysis. No other information was provided. The device was not returned for analysis. A product history record (phr) review of lot f1807101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. Additionally, it was reported that there was presence of pvd/ calcium in the vicinity of the puncture site; therefore, it is possible that balloon may have lost pressure at the arteriotomy due to damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.